Event description:
It was reported that the pt underwent a myelogram for another procedure and an inflammatory mass was discovered by the physician. The pt's medication dose was being "titrated down" and it was stated that about 10% of his dosage remained in the pump. The medications being delivered via the device system were morphine and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.